Event description:
Event description guidant received information that this pacemaker-dependent patient with this implantable cardioverter defibrillator (ICD) experienced several brief episodes of syncope in the month and a half after implantation. Two stored electrograms showed non-reproducible noise on the rate/sense and shock channels that were declared as non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. All lead measurements were normal with the exception of a low r-wave of 5m v and a high pacing threshold of 1.4v @0.5 ms. Upon opening the pocket, it was noted that there was blood in the header, visible at the level of the distal ventricular is-1 setscrew. For this reason, the ICD was explanted and a new guidant ICD was implanted. The ventricular pace/sense lead was surgically abandoned and a chronic, non-guidant pace sense lead was reactivated.